Event description:
It was reported 2 ez45b instruments were used during a thorascopy. It was reported by the rep the surgeon fired one ex45b endoscopic linear cutter across tissue and tissue was not completely transected by instruments knife blade. Another instrument was used to complete the procedure. It's use also resulted in "tissue tags" (tissue not transected completely). There was no consequence to the pt.